Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. On 2024-01-25, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.